Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is a well-known contributor to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture taken in the outpatient clinic presented with staphylococcus epidermidis and a white blood cell (wbc) count of 330/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) ceftazidime at 2000mg and ip vancomycin at 2000mg every five days for two weeks following the results of the culture. The patient presented to the outpatient clinic on (B)(6) 2020 for a follow up where the patient was asymptomatic and peritoneal effluent fluid was clear. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse clinical events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.